Event description:
As reported to coloplast though not verified, patient was implanted with an aris and another product on or about (B)(6) 2010. Later patient experienced pelvic pain, discharge, dyspareunia and urinary and bowel problems. Patient has undergone medical treatment and will likely undergo corrective procedures and medical treatment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information provided in this report. Device not available.